Manufacturer narrative:
This report is for 8 unknown screws/unknown lots. Part and lot numbers unknown; UDI number is unknown. Partial part number 413.3xx provided; 7 screws were intact and 1 was broken. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it reported there was a non-union proximal tibia with plate failure. There was one broken plate and locking screw. This report is for 8 unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 27 april 2010. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for part: 413.348. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the head of the screw is separated from the rest of the screw (broken). The two parts were sent back in two separate bags. The two bags were not the original packaging. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The relevant dimensions were measured. All results fulfilled the specifications. Based on these results, a mistake or failure can be excluded as a root cause for the complaint. Therefore the complaint is rated as confirmed, since the screw is broken, but rated as not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported having more pain, so a new x-ray and CT-scan were done and it was found that the plate was broken. The patient underwent a repeat osteotomy; all fragmented pieces were removed from the patient. During the procedure for pseudoarthrosis, it was noted that one of the screws was also broken. The procedure as reportedly highly satisfactory. The patient outcome is reported as okay.